Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed that the connection between the set replacement line and the solution bag was loose. The specific defect that allowed the connection issue was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the replacement line and the solution bag during priming with a prismaflex m150 set. There was no patient involvement. No additional information provided.